Manufacturer narrative:
(B)(4).

Event description:
Customer stated that when the physician prepared to conduct cutting, the staple was blocked during deployment. Thanks to the physician to stop to fire immediately, no adverse impact on patient. The product was tested prior to use. Patient involved was (B)(6) old, weight (B)(6) kg, male was w/o injury. The sample will be returned for investigation. No unanticipated tissue loss as a result of this problem. No tissue damage as a result of this problem. No blood loss of 500cc or more due to the product problem. Surgical time was not extended by more than 30 minutes due to the product problem. No adverse event reported as a result of any delay in surgery (i.e. An extension of the hospital stay, infection, etc.). No reinforcement material used in conjunction with the stapling device. The product ID of the handle was legacy universal and lot number was asku.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia* universal roticulator* 60-3.5 single use loading unit opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual examination of the loading unit noted that it was pre-fired and engaged in interlock with the jaws clamped. This indicated that the jaws did not open when the instrument return knobs were retracted. This provided evidence that the loading unit was not engaged properly during loading. During functional testing, the loading unit was loaded into a pmv instrument after manually opening the jaws. This test found the jaws to clamp and unclamp repeatedly without difficulty. The interlock was overridden and the loading unit was applied to test media, and found to function properly. All staples were placed, test media was cleanly transected, and the jaws opened after the instrument return knobs were retracted. Functional testing confirmed the safety interlock feature successfully prevented the loading unit from cycling again. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions. 1. The shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. 2. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. 3. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. Section #2 in the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.